Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this device is attributed to a short from a power node to the electrode ground ring at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on the electrode ground node inside the analog integrated circuit. The short in the analog chip caused the output blocking capacitors to store charge as the unit was powered up. When the grounding switch for the electrode ground was subsequently closed as part of the initialization sequence, a discharge path was created, which caused the sound quality and tolerance issues reported. A corrective action was implemented. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing discomfort with device use. The recipient was recommended to discontinue device use. Revision surgery will be scheduled.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.